Event description:
Philips received a complaint from customer biomed, reporting the v60 ventilator spontaneously powered on. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The rse advised replacement of the user interface (ui) printed circuit board assembly (pcba) for correction.

Manufacturer narrative:
H10: the customer biomed engineer (bme) confirmed the user interface (ui) printed circuit board assembly (pcba) was replaced. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.